Manufacturer narrative:
Date of event: exact date unknown, event occurred for the last six months.

Event description:
It was reported that the patients ipg had difficulty holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.